Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the ca2 (calcium gen. 2) on a cobas 8000 c 702 module. Patient 1: the sample initially resulted in a ca2 value of 1.68 mmol/l and repeated as 2.16 mmol/l. The sample was then repeated on a second analyzer, resulting in a ca2 value of 2.19 mmol/l. The result of 2.19 mmol/l was deemed correct. Patient 2: the sample initially resulted in a ca2 value of 1.25 mmol/l and repeated as 2.19 mmol/l. The sample was then repeated on a second analyzer, resulting in a ca2 value of 2.21 mmol/l. The result of 2.21 mmol/l was deemed correct. No questionable result was reported outside of the laboratory. The ca2 reagent lot was 645909 with an expiration date of 30-sep-2023.

Manufacturer narrative:
Calibration results were acceptable. Quality control results show low recoveries. The field service engineer replaced valves and performed mechanism checks. Cuvette fill levels and wash levels were acceptable. The customer ran quality controls with acceptable results. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.